Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on posterior side assessed as surgical damage. Additional observations: red particles on the surface of the shell. Crease fold observed.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.